Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, it was noted that the balloon popped at 17mm. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter address: (B)(6). Block h6: problem code a0402 captures the reportable issue of balloon burst. Block h10: investigation results: visual examination of the returned complaint device revealed that the balloon was torn longitudinally, which confirmed the reported event of the balloon bursting. The catheter of the device was inspected and it was found that it was kinked. Microscopic analysis was performed, and it was noticed that the balloon was torn longitudinally. During the microscope inspection the balloon was dissected to inspect the ro markers (distal-proximal) and no defects were noted. This failure is likely due to factors encountered during the procedure, such as handling of the device, the technique used by the physician, the interaction with the scope, and normal procedural difficulties encountered during the procedure, that could have affected device performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
Initial reporter address: (B)(6) (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, it was noted that the balloon popped at 17mm. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.